Event description:
Patient developed endophthalmitis 4-days post-operative. A vitrectomy and intraocular injections were done. Patient's visual acuity is 20/200. Lens remains implanted in the patient's eye.